Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the protective sheath was removed, the stent came off of the stent delivery system. The device was not used on the pt. No add'l event or pt info is available.

Manufacturer narrative:
A definitive root cause for the stent dislodgement in this case cannot be determined. Evaluation summary: quality assurance revealed that the catheter was returned without blood visible. There was moisture in the balloon and inflation lumen. The protective sheath was returned along with the catheter. The stent was dislodged from the balloon and was located inside of the protective sheath. No damage was noted to the stent. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were bends in the hypotube 1.5cm, 38.5 cm and 90.8 cm distal to the strain relief tubing. No other damage to the catheter was noted. The stent outer diameters were measured using a laser micrometer and did not meet manufacturing criteria. The inner diameters of the protective sheath were measured using pin gauges. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that when the protective sheath was removed, the stent dislodged from the balloon. Results from quality assurance analysis of the returned confirmed the stent dislodgement. Also observed during the visual inspection were bends along the length of the proximal shaft (hypotube). As this mechanical damage was not reported as being observed during the pre-use inspection, the damage was most likely the result of preparing the device for transit back to abbott for device analysis. Crimp marks were visible on the tightly folded balloon, between the balloon marker bands. The inner diameter of the protective sheath was measured and found to be within specification. The crimped stent outer diameter was measured and found to be outside of the manufacturing specification. However, since the crimped stent outer diameter is verified 100% at the time of the MFR, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would indicate the unit had an adequate crimp. Other potential causes of dislodgement, as observed in past incidents, may include improper or inadequate criming at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the info suggests any of these causes is the most likely cause, but from the case info and returned device analysis, this does not appear to be a manufacturing related issue. A definitive root cause for the stent dislodgement in this case cannot be determined. An investigation of the lot history record revealed that one non-conforming material report was issued for this lot. A sampling of units was taken for aql testing and all units passed; therefore, this lot was accepted. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part number/lot number combination. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visualy inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.